Manufacturer narrative:
The device was not returned to endogastric solutions for evaluation. A review of manufacturing records was conducted and no similar/related nonconformances were noted during manufacturing. No serious adverse event is associated with this incident. However, if a stylet is unable to be fully retracted a serious adverse event is likely to occur.

Event description:
Towards the end of the tif procedure, the physician performed a dry fire to clear the fastener channels and noted one stylet did not completely retract. The physician manually pulled on the stylet wire and was able to completely retract the stylet inside the device. A single jammed fastener was seen on the stylet. The physician stated the procedure was successfully completed and the device was uneventfully removed. There is no reported serious adverse event associated with this incident.